Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a chemo embolization treatment procedure, a catheter fracture occurred. The patient had a 6.3 flexima firm drainage catheter placed without complication in the splenic conduit to treat a splenic abscess. The device was left in place for 9 days, and there were no issues with its operation. On the 9th day, the physician proceeded to use the previously placed catheter for a chemo embolization procedure. The abscess was flushed with absolute alcohol. Per the physician, the portion of the catheter that was in contact with the alcohol "lost its way and became soft". Using a guide, an attempt was made to withdraw the deformed catheter. Resistance was encountered and the catheter fractured inside the patient. It was reported that about 7 inches of the catheter broke off inside the patient, at the portion of the catheter where the drain holes begin. The fractured segment remains in the splenic abscess. The patient was observed and treated with 9 days of oral levofloxicin. Per the physician, if the patient continues to collect splenic abscess fluid, then they will perform surgery to remove the catheter segment. The patient's condition is reported to be stable.